Event description:
As reported: "patient had her right hip revised due to femoral periprosthetic fracture."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a securfit stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: a periprosthetic fracture occurred around a secure-fit stem less than 3 weeks after a primary tha. The stem was revised. Event confirmation: a fracture around a secure-fit stem and a revision surgery can be confirmed. Root cause: a root cause of the fracture cannot be ascertained without additional medical information. The root cause of the revision was the periprosthetic femur fracture. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised due to a periprosthetic fracture. Ta review of the provided medical records by a clinical consultant indicated: conclusion/assessment: a periprosthetic fracture occurred around a secure-fit stem less than 3 weeks after a primary tha. The stem was revised. Event confirmation: a fracture around a secure-fit stem and a revision surgery can be confirmed (note x-rays not labelled with patient information). Root cause: a root cause of the fracture cannot be ascertained without additional medical information. The root cause of the revision was the periprosthetic femur fracture. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient had her right hip revised due to femoral periprosthetic fracture."